Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. It was reported that fluid leaked from two cassettes from the same box. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was on the external of the cassette and leaked from the tubing of the cassette. Technical support stayed on the call while the patient was in treatment to ensure a fluid leak did not reoccur. The patient was in fill 1 of treatment with no leaks and filling appropriately at the end of the call. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. It was reported that fluid leaked from two cassettes from the same box. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was on the external of the cassette and leaked from the tubing of the cassette. Technical support stayed on the call while the patient was in treatment to ensure a fluid leak did not reoccur. The patient was in fill 1 of treatment with no leaks and filling appropriately at the end of the call. Additional information requested but has not been obtained.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.